Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 5.9 mmol/l (mobile system) and 3.2 mmol/l (aviva system); 8.8 mmol/l (mobile system) and 3.9 mmol/l (aviva system). Sets of readings were obtained on different days. The customer had unspecified hypoglycemic symptoms at the time of the 5.9 mmol/l result. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6).

Manufacturer narrative:
Device not returned.